Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that during maintenance a ventilator display froze white upon powering on. After a forcible shut down, the reported condition was not duplicated. There was no patient involvement.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider returned the single board computer (sbc) printed circuit board (pcb). The service engineer evaluated the pcb and could not verify the reported event. The pcb was placed into a test fixture, power cycled on and off multiple times, each time the device passed the power on self test (post) and no issues were found. The reported event could not be duplicated.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.